Event description:
It was reported to boston scientific corporation on july 27, 2020 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure for stones in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber broke 6 inches from the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on august 25, 2020: reportedly, the laser unit used was a lumenis 100 watt laser console.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: investigation results. The reported flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured approximately 277.4 cm from the top of the connector to the break and the second piece measured 37.4 cm from the exposed glass tip to the fiber break. The exposed glass tip measured 4 mm and appears to be in good condition. Light from the sma connector was bright and clear. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device found that the device was fractured along the fiber body. The exposed glass tip was observed in good condition. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Fibers can interact with the scope as it passes through, which in tortuous anatomy can cause stresses that can result in fiber damage. Articulation of the scope with a fiber extended through the scope may also causes stresses to the fiber to cause damage. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 27, 2020 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure for stones in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber broke 6 inches from the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on august 25, 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure for stones in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber broke 6 inches from the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.